Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our japan affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resila (s3ur) valve difficulty was encountered when advancing and retracting the 26mm commander delivery system (ds). When the 14f esheath+ was inserted, the tip of the sheath interfered with calcification just proximal to the tortuous segment, and the sheath could only be advanced to the mid-portion of the tortuous segment. It was thought that passage might be possible using a high stiffness wire and the ds, the ds was advanced however it could not pass through the tortuous segment. After more than five minutes had elapsed, a decision was made to withdraw the devices and to attempt the transfemoral approach again. However, when attempting to retract the delivery system into the sheath retraction was not possible. After discussion by the heart team a snare wire was inserted via the left radial artery and the high stiffness wire was captured in the ascending aorta. While pulling up the wire the ds was successfully advanced to the descending aorta. However, fluoroscopy confirmed bending of the s3ur valve stent when attempting to retract it into the sheath. Following additional heart team discussion, a 26mm s3ur valve was deployed with 25 cc in the distal descending aorta beyond the trifurcation where the vessel diameter was approximately 24 mm. Aortography confirmed good apposition and the absence of vascular dissection. Subsequently a second kit was opened, and a 26 mm valve was deployed according to the standard procedure. After deployment the access vessels were reviewed, and no vascular injury was identified at any site. After recovery from anesthesia no neurological symptoms were observed and the procedure was completed. The patient's final condition was reported as stable. The perceived root cause of this event was reported as severe tortuosity and calcification of the abdominal aorta.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided the CT showed tortuosity and calcifications in abdominal aorta. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty withdraw system with valve through sheath has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (tortuosity and calcification) and procedural factors (altered thv profile) likely contributed to the event as review of provided CT revealed presence of tortuosity and calcification in the abdominal aorta. Patient factors (i.e. Calcification, tortuosity) may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during withdrawal. Additionally, withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) can cause additional resistance during withdrawal, as the larger profile may interact with the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6, h2, h6: impact code and clinical code, and h10 have been updated.

Event description:
Additional information was received, on the same day severe conduction disturbance was observed, and a permanent pacemaker was implanted.